Manufacturer narrative:
Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidies may have contributed to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Device remains implanted.

Event description:
It was reported from the clinical study that the patient was admitted to the hospital on (B)(6) 2016. Attending admission note from (B)(6) 2016 stated, "I saw him (B)(6) 2016 and he was doing fantastic. No fluid overload, good numbers, and good energy. At that visit, I updated his hct on his device which dropped his flows from the 6-7 range to 4 range. I also stopped amiodarone and went up on coreg for hypertension (htn). We have been chasing htn for some time and often we are called from cardiac rehab due to maps greater than 100. He never had flow alarms with this". However, he started getting flow alarms on (B)(6) 2016 and physician assistant (pa) note on (B)(6) 2016 stated: "concerned only about high blood pressure and low flows which is the rationale for his admission. Doppler blood pressure by nursing was 78 map. Lvad interrogation and programming: flow 2.85 lpm, speed 2580 rpm, and power 3.2 w. Numerous low flow alarms in the last 24 hours in the 2.0-2.5 range (none over [? Under] 2.0.). No low flow alarms yesterday. Rpm was reprogrammed from 2580 to 2540. As stated per doctor on discharge summary on (B)(6) 2016: "admit diagnosis 1. Low flow alarms from heartware ventricular assist device (vad), discharge diagnoses 1. Low flow alarms from heartware ventricular assist device (vad). Changed vad setting: hct lowered, speed lowered from 2580 at admission to 2520 now under echocardiogram guidance. Atrial valve (av) now opening sporadically prior was not opening. Left ventricular pacing lead turned on to see if that would help. No further low flow alarms and patient states he feels good. No dyspnea with ambulation. No additional information received.

Manufacturer narrative:
Correction describe event or problem: unchecked product problem there is no evidence of a product problem.